Manufacturer narrative:
The device, used in treatment, has not been received for evaluation. Visual inspection and functional evaluation could not be performed, due to this we are unable to establish a relationship between the event reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed, which show previous instances of this failure recorded. These failures are under constant review to determine if additional action are required. The versajet system is a high-pressure device, which uses saline in its operation. The instructions for use, details guidance on the maintenance and cleaning of the device. With specific guidance on the matter of corrosion. It is likely that this could have occurred due to this issue, it is highly recommended that these instructions are followed to prevent occurrences of this event. We have been unable to determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that at the beginning of the procedure 2 handpieces did not start correctly and did not work at all. All routine checks have been completed. The o.r. Assistant noticed when disconnecting the handpieces from the pump interface that saline was flowing from the pump interface. As a result of this situation, the surgeon decided to proceed with manual debridement.